Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare field representative that a neopuff infant resuscitator had a broken outlet connector. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint neopuff was not returned to fisher & paykel healthcare for evaluation. Our investigation is based on photographs provided by the customer. Results: visual inspection of the photographs revealed physical damage to the gas outlet port that appeared to be the result of an impact to the device. A lot check revealed no other complaints for a broken outlet port for lot 130625. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient".